Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated a viscoelastic which is not qualified for use with the qualified lens/cartridge combinations for the iol used. The product investigation could not identify a root cause for the reported events. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure on patient's right eye (od), a patient experienced 3+ cells and increased inflammation. The patient's vision was reported to decrease from 0.8 to 0.6. The outcome was reported as recovered. Additional information has been requested but not received to date. This is one of seven reports being filed for the same facility. This report is for the fifth patient. The alcon reference numbers are: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that patient was treated with an antibiotic medication. The event has resolved with treatment. There were no cultures taken.